Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and lead were returned without paperwork and with no allegations against them. An event was created due to analysis of the ICD.